Event description:
The facility reported a colleague infusion pump malfunction in that it would not turn on. It is unknown when or in which care area this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. Baxter quality engineering determined the reported condition to be a battery issue. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Upon further review, quality engineering determined that the cause of the reported condition could not be identified. The device was returned to the customer unrepaired.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction in that it would not turn on was confirmed during product evaluation by baxter service personnel. This condition was attributed to a depleted main battery. There was no repairs/ugrades done to this device and was returned unrepaired due to estimate refusal by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.